Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an error because login was "invalid credentials" and the user's account was locked. The technical service engineer assisted the user to reset the network password and access the pyxis server to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had an unable to sign on the medstation. The customer reported that issue unable to issue medication to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.